Manufacturer narrative:
(B)(4). As the clip delivery system was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott. The investigation was unable to determine a definitive cause for the reported difficult position the delivery catheter shaft; however, the reported clip caught on chordae was due to the difficulty positioning. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) the other mitraclip clip delivery system is being filed under a separate medwatch MFR number. The customer reported that the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during retraction of the first clip delivery system (cds), the clip became caught on the chordae, resulting in a chordal rupture which ultimately required surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The left atrium and ventricle were slightly dilated. The first clip delivery system ((B)(4)) was advanced to the mitral valve leaflets. One grasping attempt was made; however, the clip deviated from the correct position while translating the delivery catheter (dc) handle forward. To get a better position, the cds was attempted to be retracted, but the clip became stuck on the chordae. Some maneuvers were performed in order to disengage the clip from the chordae. The clip was able to be freed and retracted back inside the left atrium; however, a chordal rupture was noted. A second grasping was made in the correct position and the clip was successfully implanted. The second cds ((B)(4)) was advanced to the mitral valve leaflets in an attempt to place the second clip medial to the first clip and to catch the portion of the leaflet with the chordal rupture. After some grasping attempts, it was observed that the clip was continuously deviated from the correct position while translating the delivery catheter (dc) handle forward. It was not possible to position the clip on the lesion to reduce the mr; therefore, the patient was converted to surgery for treatment. No additional information was provided.